Manufacturer narrative:
The device was received and evaluated; the complaint was confirmed. The device had a clean break at the hex; the hex portion was returned in the driver. Device lot number was requested but could not be confirmed by the reporter, therefore device history record review could not be performed. Based on the information provided and device evaluation, the most likely cause of this type of event is prying/leveraging the driver while the implant is still loaded. The potential cause of this event is being communicated to the event reporter. If additional relevant information is obtained from the investigation, a follow-up report will be submitted.

Event description:
It was reported that a bio-absorbable screw broke in the bone tunnel during insertion; the tip was not retrieved. The surgery was completed with a new bone tunnel and a new screw. The reporter stated the lot number for the device was unknown. Date of surgery was reported as 2009, exact date unknown. Patient demographics (age at time of event, date of birth, gender, weight) were requested, but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.